Event description:
This case was initially received via (B)(6) ((B)(4)) on 31-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("hemorrhagic menstruations"). In (B)(6) 2016, the patient experienced fatigue ("significant fatigue"). In (B)(6) 2017, the patient experienced myalgia ("myalgia") and arthralgia ("arthralgia"). On (B)(6) 2017, 10 months after insertion of essure, the patient experienced allergy to metals ("allergy to nickel"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), mood altered ("mood disturbances"), palpitations ("palpitations"), acne ("pimples on face"), headache ("significant headaches"), visual impairment ("vision became very low"), photophobia ("eyes could not bear luminosity"), malaise ("malaises") and depression ("depression"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy performed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, fatigue, myalgia, insomnia, mood altered, palpitations, acne, headache, visual impairment, photophobia, malaise and depression had resolved, the arthralgia had not resolved and the allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain, acne, allergy to metals, arthralgia, depression, fatigue, headache, insomnia, malaise, menorrhagia, mood altered, myalgia, palpitations, photophobia and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: everything ok, hysterosalpingogram - on (B)(6) 2016: everything ok . The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-sep-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.240 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.